Event description:
It was reported via legal documentation that a patient had an initial left total knee arthroplasty on (B)(6) 2020 and then approximately 2 years, 4 months later, on 27 oct 2022, they experienced a revision surgery. Revision operative report of 27 oct 2022. Post operative diagnosis- failed left total knee replacement secondary to wear of the bearing surface. Findings: the patient had initially done well, by 2020 the left knee was becoming increasingly swollen, and any increased activity dramatically increased the amount of swelling. He presented in 2022 after the recall was announced. Aspiration of synovial fluid from his knee showed a pattern consistent with accelerated polyethylene wear. Preoperative x-ray showed that the components were well fixed. At surgery they found the typical hypertrophic overgrown synovium with foreign body reaction type appearance. There was severe wear on both medial and lateral polyethylene plateaus. There was some osteolysis under the tibial tray, but the tibial and femoral components were well fixed. Dressings were applied, the patient was awakened and taken to the recovery room in stable condition. There were no complications. There is no other patient demographic or medical history available. There is no device return. There are no photos or other images of the device provided. No additional information is available.

Manufacturer narrative:
D2b: prosthesis, knee, patellofemorotibial, semi-constrained, cemented, polymer/metal/polymer . Concomitants: (B)(4). 02-020-11-0250 - truliant ps cem fem ps cem left sz 5. (B)(4). 02-022-45-5050 - truliant tib fit tray cem sz 5f / 5t. (B)(4). 200-02-41 - three peg patella 41mm. Pending investigation. There is no other information available.

Manufacturer narrative:
This follow-up report is being submitted to relay additional and/or corrected information. The following sections were updated: g3, h6. The following sections were corrected: h6. MDR section codes updated/corrected: a, b, c, d, e, g. The reason for the revision reported cannot be confirmed from the information provided but may be the result of prosthesis wear, instability, and femoral loosening or due to inclusion of the polyethylene in the packaging recall. Additionally, these devices appear to have been implanted for over ten years prior to the reported event. Potential contributions of user and patient-related considerations to the event could not be assessed as the devices were not available for evaluation and images and radiographs were not provided. If any further information is obtained that would change or alter any information provided, a supplemental report will be filed accordingly.